Manufacturer narrative:
(B)(4). The reported over infusion of morphine was investigated by a review of the associated pc unit event log. The log showed that a pca infusion of morphine 1 mg/ml in a 30 ml syringe was programmed in the pca only mode, with a pca dose of 2 mg, a lockout interval of 10 minutes and a max limit of 30 mg/4 hrs. On (B)(6) 2010, from 10:27 am to 12:32 pm, 12 pca doses were delivered with a total volume infused of 23.9756 ml. At 1:12 pm, the pca module was powered off. The programming parameters in the event log matched what the customer reported to be the intended pca infusion orders. The pca module infused according to the programming entered by the user. No device malfunction was identified from the log review. The cause of the reported over infusion was not identified. Patient received additional morphine outside of the pca infusion.

Event description:
Customer reported an over infusion of morphine occurred. At 10:50 am, a pca infusion of morphine 2 mg, lock-out 10 minutes, and a maximum dose of 30 mg/4 hours was programmed using guardrails and started in the pacu. Additional morphine was administered to the patient outside of the pca infusion. The patient was transferred to the floor and at approximately 12:30 pm, the nurse noted, the 30 ml syringe of morphine was empty and the patient was in respiratory arrest. The rapid response team was called and at 1:00 pm, two unknown doses of narcan were administered. The patient recovered without any sequelae. An event log review was requested to determine device programming and the number of pca requests/delivered that were logged.